Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and a battery compartment crack. This report is made based on results of the investigation performed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed the display screen was dim and discolored. A battery compartment crack was observed. Unrelated to the display and battery compartment issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).